Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the serial number of the (B)(4) programmer was unknown as multiple (B)(4)programmers were used for this patient. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8840, product type programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving sufentanil 394.0mcg/ml for a total dose of 209.92mcg/day, bupivacaine 25mg/ml for a total dose of 13.320mg/day, clonidine 1328.0mcg/ml for a total dose of 707.5mcg/day, and prialt (ziconotide) 9.4mcg/ml for a total dose of 5.0082mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome-other. It was reported the patient was seen in office for a pump refill on (B)(6) 2017 and there was instructions from hcp to nurse to program the pump for the patient to get a bolus every 4 hours. After the patient left the office, telemetry was reviewed and it was discovered that he bolus that should have been programmed for 2030 was actually programmed to be delivered at 2330. Per instructions, the patient was brought back to clinic on (B)(6) 2016 and interventions included the pump was reprogrammed to deliver a bolus every 4 hours at corrected times as ordered. The device diagnosis was other pump programmed incorrectly. Interventions indicated the pump was reprogrammed to deliver boluses every 4 hours as ordered. Diagnostics included pump interrogation/ device data on (B)(6) 2016. The outcome was of the event was resolved without sequelae on (B)(6) 2016 the etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. Event date was (B)(6) 2016. No further complications werereported/anticipated.